Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that sensor had become detached one day after sensor insertion. Upon sensor patch removal, sensor wire was protruding from patient's skin. Patient proceeded to pull sensor wire out of his skin with tweezers. At the time of his call to dexcom technical support patient had no further concerns.